Event description:
Total hip replacement of right hip in (B)(6) hospital. The depuy asr was used. After complete rehabilitation of joint, pain remained and intensified and a second hip replacement took place in 2008. This replacement never seemed to heal and resulted in a hip dislocation and bone fracture-thus causing emergency hip replacement in 2009. I have been in a wheelchair since the second revision that has also failed. My life has totally changed, I am totally dependent on my husband for my daily care since I cannot put any weight on my right leg or it is feared that I will have another hip dislocation. My surgeon believes that my problems began with the original depuy hip implant which caused inability of the hip to heal to this date.